Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a collapsed and loosening of the tibia at the bone to cement and cement to implant interface. Cement manufacturer is unknown. It is not known if the cement or bone failed first. The femur, patella and insert appeared to be functioning properly. We removed the whole knee and replaced with a sigma tc3 femur and a mbt revision tray with stem and sleeve. Doi: unknown. Dor: (B)(6) 2018. Right knee.